Event description:
The patient contacted lfs alleging an error 4 message on their one touch verio pro meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The alleged issue was not resolved and meter was replaced. The complaint is being reported due to the alleged error 4 message.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Serial # (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject meter and test strips for evaluation. The test strips were returned and tested and the test strips passed testing. If the meter is returned, lfs will evaluate it and inform FDA of product that do not pass inspection in a supplemental report.